Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm, vticmo13.2 -11.00/1.5/092 (sphere/cylinder/axis) implantable collamer lens tore/broke during injection/delivery into the eye. The lens was intraoperatively removed and replaced with no patient injury. Cause of event was unknown.